Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a lesion located in the distal right coronary artery (rca) with heavy tortuosity, moderate calcification and 80% stenosis. A 2.25x28mm multi-link 8 was advanced; however, failed to cross due to anatomy. Then an attempt was made to pull back and remove the multi-link 8 stent delivery system; however, the stent interacted with the edge of the guiding catheter and became dislodged. A snare was used to successfully retrieve the stent and remove it from the patient anatomy. The physician decided not to implant any other stent in the same lesion because the vessel was heavily tortuous. The lesion was treated with only balloon angioplasty. There were no adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant was returned, therefore confirming the reported stent dislodgement. The reported difficult to remove and failure to advance could not be tested as it was based on operational circumstances and the stent delivery system was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance, difficult to remove, stent dislodgement, removal of foreign body and the subsequent treatment(s) appear to be related to circumstances of the procedure.